Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal, and a scratched lens. There was no evidence in the event history log. Functional testing was able to duplicate the reported issue. It was determined that the defective dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported there was no upstream occlusion alarm. There was unknown patient involvement.